Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch vita enhanced meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the subject meter had been reading inaccurately for the past 5 years. The patient did not provide any specific blood glucose results which were inaccurate. It is not known how the patient manages their diabetes, or whether they had made any changes to their diabetes management regimen as a result of the alleged product issue. The patient stated that on an unspecified date/time before the alert date, but after the alleged product issue started, they had experienced the symptoms of "sweaty, fear and heartbeat". Despite experiencing these symptoms, the patient denied receiving any form of treatment as a result of the alleged product issue. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test on the subject meter. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately erratic readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.